Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 12.1-12.3cm and 17.4-17.6cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 8.3-10.2cm, 11.5-12.0cm, and 14.5-15.2cm from the distal tip. Internal insulation abrasion was noted at 1.8-2.7cm from the proximal end of the svc shock coil. Internal insulation abrasion under the svc shock coil was noted at 25.8-26.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.